Event description:
Complaint ID (B)(4).

Manufacturer narrative:
It was reported that the internal pressure (pint) did not display any values. The failure occurred during treatment in the first minutes. There were no issues during the priming procedure. The hls set was exchanged and this resolved the pressure failure. There was no pump stop according to the pressure reading failure. The affected hls set was investigated in the getinge laboratory on 2023-05-26 with following conclusion: no damages on the hls set or the electronic components was discovered. All pressure readings were functional. Therefore the failure "pressure reading failure" could not be confirmed. According to the risk file of the hls set advanced the following root causes can lead to the reported failure: - blockage of oxygenator based on the results the reported failure "no internal pressure reading" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the internal pressure (pint) did not display any values. There were no issues during the priming procedure. The hls set was exchanged and this resolved the pressure failure. There was no pump stop according to the reading failure. The failure occurred during treatment. No harm to any person has been reported. Complaint ID# (B)(4).